Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data have been analyzed. The analysis of the available iegms revealed the presence of noise in the rv channel, which led to more than a 100 charging cycles on (B)(6) 2020 within approximately one hour. The eos status of the device was activated on (B)(6) 2020, presumably as a result of this fast successive charging of defibrillation shocks. There was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned data revealed no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 41 months, oversensing with inappropriate therapies was reported. Furthermore it was observed that the ICD shows eos after the shocks. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped and the device was explanted.